Event description:
According to the reporter, during a procedure, the doctor was using forceps, and another doctor was using the generator unit to stop the bleeding of the patient. The doctor who used the forceps was injured by the unit and had a scald on the thumb, which did not cause any impact on the patient. Immediately replaced the dissector equipment and consumables without risk to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.